Event description:
Healthcare professional reported "issues with removing the implant from the packaging". Device was implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5.

Event description:
Healthcare professional reported "issues with removing the implant from the packaging". Device disposition is unknown.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek/thermoform sticking.